Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not giving her any correction bolus. The customer's blood glucose level was 348 mg/dl. The customer reported she can't make any correction bolus during automode. Customer stated parameters were entered correctly. Customer reported the correction bolus was incorrect. They stated that the blood glucose value was entered correctly. They reported that the insulin pump did not make correct calculations based on information entered. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08715 inches. No under delivery anomalies noted. (B)(4).